Event description:
It was reported that the implantable cardiac monitor (icm) episodes were difficult to read due to high levels of noise. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.